Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. No stimulation sensation was noted. The patient tried increasing stimulation but did not feel anything. The patient used to be able to feel stimulation sensation and could also feel it in her big toe but she no longer had these sensations. Loss of bladder control was noted. The patient had urinated at 10:30am yesterday and then not again until this morning and she "peed at 25%". Regarding when the event occurred it was noticed this "saturday the most" however "I was starting to wonder last week". No falls or traumas. It was noted that the patient and her husband had sex this weekend and tried a different position. The patient experienced some pain during this so stopped. It was also noted that the patient had a "bubble on my butt" where she can see and feel the lead wire. The healthcare provider implanted the lead as deep as he was able but the patient had always been able to see it under the skin. Stim was turned on, on program 1 at 3.6 and not able to feel stimulation. The patient still did not feel stimulation sensation when increasing. The patient tried changing to program 2 and reported she still did not feel stim sensation. She felt a "charlie horse" feeling in her tailbone. The patient then tried changing to program 3 and 4 and reported no stimulation sensation at all with these programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-33, lot# v956852, implanted: 2012-(B)(6), product type lead. (B)(4).